Manufacturer narrative:
This report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence. Device evaluation: visual analysis of the returned device identified crease flat and partial delamination on the valve. Leak test and microscopic analysis was performed which identified partial delamination on the valve and partial delamination on the plug strap disk shell. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is partial delamination on the valve (adhesive failure) and partial delamination on the plug strap disk shell (adhesive failure).

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.